Event description:
It was reported that the user experienced nocturnal hypoglycemia, with a lowest reported blood glucose of 50 mg/dl and frequent nighttime lows between midnight and 5 a.m., and that a cgm reading of 80 mg/dl and a post-correction fingerstick of 120 mg/dl indicated a sensor-versus-fingerstick discrepancy that was logged as inaccuracy. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring prompt treatment and additional user education. Investigation included troubleshooting with customer care and provision of training guidance. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause and a reported cgm inaccuracy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.